Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that she was sleeping and her implant woke her up because it felt like there was a surge of power and all of sudden the implant quit working. The next morning, she could not feel stim and she saw power on reset (por) message. Patient stated the por went away but now she only gets poor communication on patient programmer (pp). Patient can¿t get in to see healthcare provider (hcp) until december but she would call to see if anyone can take a look. Patient also reported that she saw hcp may be two times for reprogramming because she was having problem getting up more at night. Patient noted that it helped after adjustments. There were no further complications that have been reported as a result of this event.